Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 tractip laser fiber was opened for us use for an unknown procedure performed on (B)(6) 2020 according to the complainant during the procedure the fiber broke. Another flexiva 200 tractip laser fiber was used to complete the procedure. Reportedly, it is unsure if pieces or part of the fiber are still in the patient and a follow-up visit is required. Despite efforts, attempts to obtain additional information regarding this event have been unsuccessful to date.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 tractip laser fiber was opened for us use for an unknown procedure performed on (B)(6), 2020 according to the complainant during the procedure the fiber broke. Another flexiva 200 tractip laser fiber was used to complete the procedure. Reportedly, it is unsure if pieces or part of the fiber are still in the patient and a follow-up visit is required. Despite efforts, attempts to obtain additional information regarding this event have been unsuccessful to date.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned broken, but only one piece was returned. The fiber measured approximately 304.2 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. No other issues with the device were noted. The reported event was confirmed. The condition of the returned device confirms that the fiber was broken during use, likely as a result of handling of the device as it was used and interacted with the scope. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.